Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an over current detection alert for low high voltage lead impedance. The device was found to be normal as the capacitors were successfully able to charge itself. The lead functions were stable. The patient condition is well.